Event description:
Pt in for removal of tunnel cath. On removal of catheter, a piece of the catheter tip was noted to be missing. Pt was sent to x-ray for chest x-ray. Catheter tip noted to be in the upper right brand of pulmonary artery. Pt being rescheduled for device removal.